Manufacturer narrative:
Complaint evaluation: the customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was unable to be duplicated and the fse stated that equipment works, no problem is found. Customer resolution and conclusion: based on the conclusion of the evaluation, it was determined that there were no errors in the status or auto logs. The operational check ran successfully and the fse was unable to replicate the reported issue. Philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during evaluation, a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the defibrillator does not work. There was no patient involvement.